Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. Another monitor was used to continue the patient transport to the hospital. The device was used only for monitoring the patient. The patient was a (B)(6) male. No further information about the patient or the event was provided by the customer. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control evaluated the electronic patient record from the event and verified that the device powered off by itself multiple times. Physio-control later evaluated the customer¿s third party modem data cable. The cable was tested and manipulated and was found to be functional. No power issues were observed during the testing. The cause of the reported issue could not be conclusively determined.